Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our affiliate in the united states (B)(4). This case involves a (B)(6) female patient who received two injections of poly-l-lactic acid (sculptra), one on (B)(6) 2005 and then again on (B)(6) 2005 for cosmetic purposes. No relevant medical history was reported and no concomitant medications were taken. The patient reported that immediately after the first injection, she developed a hard lump on the upper left side of her lip. She was instructed to massage it, but the lump remained. Three weeks ago, she had the lump surgically removed. She reports that she still has a lump on her lip, but she's unsure if it swelling from the surgery, or if part of the lump remains. It is reported that the physician is no longer in practice. No further information was reported. Reporter's causality assessment: not provided. Addendum for follow-up information received on aug-22-2008: (B)(4). The patient reported via the medical information department that she had massaged the lump as advised by her physician and that the lumps were removed in (B)(6) 2008. She reports that they have started to come back. No physician details were provided, and no further information was reported. Additional information received on (B)(6) 2008: the patient reported on the evening of her first treatment with poly-l-lactic acid, she noticed a lump on the left hand side of her face. The patient was advised to massage the lump, which she did. After her second treatment in (B)(6) 2008, the nurse informed her that she was not worried about the lump, and that the results would take a few months to work. The patient reported that she did not notice an improvement and that as time progressed, the lump remained. The patient's physician informed her that the lump was a result of the poly-l-lactic acid procedure and the lump was removed. The patient reported that she was left with severe bruising; which she said was "worse than the procedure." She reports that the lump has now come back. She reported being disappointed and states that the treatment did not perform as described in the brochure and did not give her positive results. Addendum for follow-up information received on oct-07-2008: the physician reported that she did not originally treat the patient and the treatment was given by a nurse at the clinic that the physician had no assocation with. The physician stated the patient was treated with newfill a couple of years ago and presented to the physician on (B)(6) 2007 for information on multiple treatments and proceeded to have her marionettes done with hyaluronic acid (perlane) on (B)(6) 2007. On (B)(6) 2008, the patient presented to the physician with a lump in her left upper lip area. The physician surgically removed the lump with an intraoral approach and this procedure had not left any residual scarring. On (B)(6) 2008 the patient presented to the physician again with a new lump in the same area in which case the physician opted to observe the area. The only treatment that the patient had to this area had been with newfill. No other information was reported. Additional information received on (B)(4) 2008: clarification received from the affiliate that the patient was administered with newfill by the physician. The physician never administered sculptra.